Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the locking mechanism does not always hold. The pt's head slipped. No other info was provided. Add'l clinical info has been requested.